Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump and manual injection to address bg level. Reportedly, customer continued to use the pump for insulin therapy.